Manufacturer narrative:
H6: investigation summary no photos or samples were received by the customer. This is a report about a missing lid of sharps collector during the inspection after product arrival at the customer's side, one lid was found to be missing could not be verified due to the product not being returned for failure investigation. According to the device history review review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (2220954) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. Weight records: the weighing database was evaluated to confirm that every box manufactured under the lot number reported was packaged with the correct quantity of lids at the time to perform the packing process. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no lid. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing lid of sharps collector. During the inspection after product arrival at the customer's side, one lid was found to be missing."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no lid. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing lid of sharps collector. During the inspection after product arrival at the customer's side, one lid was found to be missing."